Event description:
It was reported that the patient experienced a heart rate of 40 beats per minute. The pulse generator exhibited backup (vvi reset) operation and loss of telemetry. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found no telemetry. The product code could not be downloaded, this was due to normal battery depletion. After replacing the battery, normal function ensued.